Event description:
A pump declared an altitude alarm, leading the customer's blood glucose level to exceed 500 mg/dl, indicated as "high." The customer addressed this issue by administering multiple daily injections or bolusing from the pump after changing the cartridge. The issue did not necessitate third-party assistance. No adverse impact beyond the elevated glucose level was noted, and the customer's insulin was not suspended due to the altitude alarm condition. Cts provided guidance on preventing future altitude alarms, which the caller understood. The issue had been occurring since (B)(6)2025, requiring the customer to sometimes reload or replace the cartridge. Eventually, the pump resumed normal operation.